Event description:
It was reported that the device was unable to be interrogated and the device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of inability to interrogate was confirmed and the event of premature battery depletion was not confirmed. The device was received with intermittent telemetry communication and normal output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. A feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.

Event description:
Additional information was received that premature battery depletion of the device was suspected.